Event description:
The customer reported the system continued to act as if it was creating exposures upon release of the switch even though it was not. The system was locking up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced. The system was then found to be operating as intended.